Event description:
It was reported on the during a lateral row during a rotator cuff repair surgery whilst using the regenesorb knotless helicoil anchor, the sutures ripped through the eyelet. The surgeon pulled the anchor out and discarded it. It is unknown if there was any surgical delay, the procedure was completed using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. An analysis of the customer provided images found that the distal tip was fractured. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include applications of unintended, inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.